Manufacturer narrative:
This follow-up report #2 submitted to clarify evaluations performed for the subject device which were mistakenly reversed along with the respective codes in the initial report and follow-up #1: a service history maintenance record review was performed for the subject device lot #003066/6291040. A service history of the past three years has been reviewed and it was revealed that the subject device has not previously been returned to synthes for service. There is no information relevant to the report complaint issue ¿reverse button was sticking¿. The manufacture date of this item is 29-jan-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The repair technician reported that the device was not working in forward or in reverse at times, and the motor was running slow. ¿motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and was returned to the customer on 14-apr-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that the reverse button was not working properly on the hand piece for battery powered driver during pre-op testing before the surgery began. There was another part readily available. There was no surgical delay or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient involvement. Event date: unknown. Additional product code: gxl. A service history maintenance review was performed. The investigation of the complaint articles indicates that: the customer reported the reverse button was sticking. The repair technician reported the device was not working in forward or reverse at times, and the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #003066/6291040 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 29-jan-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.